Event description:
It was reported that the patient presented to the clinic after receiving a notifier for capacitor charge time limit reached. Two weeks prior, a normal charge time was measured. Capacitor maintenance was performed twice in clinic, both resulting in normal

Event description:
It was reported that the patient presented to the clinic after receiving a notifier for capacitor charge time limit reached. Two weeks prior, a normal charge time was measured. Capacitor maintenance was performed twice in clinic, both resulting in normal measurements. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.